Event description:
It was reported to boston scientific corporation that one month following a pelvic floor repair procedure (performed around the end of july or early august) using an uphold vaginal support system that was implanted via a horizontal incision, the patient presented with a "small" erosion on the right side of her vaginal wall. The patient was reportedly "fine" immediately following the initial procedure. The patient has been prescribed premarin cream as treatment and the physician has planned to trim the eroded mesh in the office. The patient is not reported to be in any discomfort.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. Although the patient's exact age is unknown, she is reported to be over 18 years of age. Although the lot# of the device is unknown, the complainant indicated that the device was not used past its expiration date.